Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 had failed and was not detected on the bus. A field service engineer had initially worked with the customer on the phone and confirmed through dial-in that there were no current draw failures. The engineer then coordinated with the customer, arrived onsite, replaced the broken drawer, and tested the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred involving drawer 4.1, which was not detected on the system bus. The customer reported that the drawer opened when prompted during an inventory of a pocket, however, the system did not detect that the drawer was in an 'open' state. As a result, the workflow did not progress to the 'open pocket' step. The customer also observed that the drawer slides appeared misaligned on the right side. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.